Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. UDI: (B)(4). Investigation summary: the complaint device was received at the service center and evaluated. It was reported that device needs to be repaired. Per service reports, this complaint can be confirmed. It was found during evaluation that the motor was rusty, and rotation was blocked. Further, cable sheath was cut. The motor and motor cable were replaced to resolve the issues. After repair, the device was found to be working according to the specifications. Fluid ingress into the device and contact with the motor is responsible for the rusty motor. Corroded motor has a tendency to stick and not turn. Also, cut in the cable sheath is most likely a result of user mishandling of the device. The corroded motor and defective cable would have caused the customer to experience the reported problem. There are no indications from this complaint investigation that the issue/failure is manufacturing-related, therefore a manufacturing record evaluation is not required. At this point in time, no corrective action is required, and no further action is warranted. Depuy mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field.

Event description:
It was reported by the affiliate in (B)(6) that the 8022 handpc tornado shaver device had an unspecified malfunction. During in-house engineering evaluation, it was determined that the motor on the device was corroded. There was no procedure nor patient involvement reported. No additional information was provided.